Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 550 mg/dl; cause was unknown. Bg was addressed via manual injections. Customer confirmed that the pump and related supplies were functioning as intended. The customer was instructed to consult with their healthcare provider regarding bg level.